Event description:
It was reported that the patient's overnight telemetry showed loss of ventricular capture. An in-clinic interrogation confirmed that the right ventricular leadless pacemaker (rv lp) failed to capture. The patient was noted to have a low heart rate and was connected to a temporary external pacemaker. A chest x-ray confirmed that the rv lp was micro-dislodged but still connected to the tissue. Excessive motion and chevron rotation was visible. The rv lp was successfully retrieved and re-implanted successfully on (B)(6) 2025. The patient was stable throughout the procedure.